Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Upon examination, the patient's right atrial (ra) lead was found to have exhibited high pacing impedance and high capture thresholds. Corrective programming changes were made on (B)(6) 2021. No patient consequences or symptoms were reported.